Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, wear abrasion, crease fold yellow particles inside the device, opening. Leak test was performed and found delamination on diaphragm valve and opening on posterior. A microscopic analysis was performed which identify delamination in the diaphragm valve. Opening sharp on posterior side. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A sharp opening on valve bond edge assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side leak. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,d6b,d9,h3,h6

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak".

Event description:
Healthcare professional reported right side leak. Device remains implanted.